Event description:
Bed drifting down head and hi-lo cylinder leaking fluid.

Manufacturer narrative:
Technician replaced hi-lo cylinder to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.